Manufacturer narrative:
(B)(4). The device was not returned by the customer to physio-control for evaluation. The device was evaluated by the facility¿s biomedical engineer who was unable to determine any product deficiency which may have caused the reported event. The customer provided physio-control with a printout of the patient¿s ECG recording from the reported event. Based on the information provided by the customer, the likely cause of the reported issue was determined to be due to a use error. The device user turned the device sync function off immediately prior to administering the defibrillator shock resulting in an asynchronous 70 joule shock being administered to the patient. The defibrillator shock was delivered to the patient on the t-wave, which caused the patient¿s ECG waveform to go into ventricular fibrillation. The customer has been notified of these findings. The customer confirmed that they will pass this information to the doctor and contact physio-control should they have further questions. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had delivered a 70 joule shock to their patient on the t-wave which resulted in the patient going into ventricular fibrillation. Medical personnel then delivered a second shock (amount of joules unknown) which converted the patient's ECG rhythm. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that their device had delivered a 70 joule shock to their patient on the t-wave which resulted in the patient going into ventricular fibrillation. Medical personnel then delivered a second shock (amount of joules unknown) which converted the patient's ECG rhythm. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.